Event description:
Approximately 11 months prior to this admission, the patient underwent l3-s1 decompression and a posterolateral fusion with pedicle screws. Due to recurrence of severe low back/leg pain, and imaging studies showing l2 - l3 adjacent level degeneration with instability the patient was admitted for surgery on (B)(6) 2010. During surgery, the pedicle screws were removed and all were noted to have good bony purchase. On left at s1, it was noted the screw was broken at the level of the mid-shaft. Pre-op CT was analyzed and looked like there was a breakage in the screw preoperatively. This screw was quite deep in the pedicle and the surgeon elected to leave the screw in place. Surgeon inspected the l5 - s1 level and there was no evidence of any movement and as the CT showed reasonably solid bony fusion at the l5 - s1 facet joints the surgeon decided to leave the hardware out. There were no complications with the surgery and the patient was taken to the recovery room in stable condition.